Manufacturer narrative:
On 10-nov-2021, it was found that product return was omitted from the previous report. Manufacturer's reference number: (B)(4). On 8-nov-2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
On 10-dec-2021, additional review was performed on available information, and the coding was updated. As a result, it was determined that user error was observed in this event; methylene blue was injected in the device. On 24-dec-2021, mentor received additional information regarding the use of methylene blue. Methylene blue was injected together with saline intraoperatively. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the investigation on the suspected medical device was updated. The relevant fields have been updated. H.6.investigation findings (c22): cosmetic manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-dec-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the shell of the ce tall height te 250cc tissue expander appears blue, caused by methylene blue. Leak testing was performed in accordance with mentor's procedures. Findings revealed a tear on the union between shell and patch on the anterior aspect. A microscopic examination was performed and the cause of the tear could not be identified. As stated in the product insert data sheet, is contraindicated to place drugs or substances inside the implants other than sterile saline for injection since this could compromise the product integrity. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-oct-2021, mentor received additional information regarding the patient¿s information, procedure, the side of the device, implantation date, event date, explantation date. The patient identifier is (B)(6). The patient dob is (B)(6) 1999. The patient underwent a primary breast reconstruction with the suspected medical device and experienced left-sided deflation postoperatively. The implantation date is (B)(6) 2019. The event date is (B)(6) 2021. The explantation date is (B)(6)2021. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary : the analysis was completed based on a photo that was provided upon visual evaluation of the image provided in the complaint, the tissue expander was observed to be deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a ce tall height te 250cc prosthesis and experienced deflation (unknown side) postoperatively. As a result, the patient underwent explantation on unspecified date. Follow up is in progress. If additional information is received in the future, a supplemental report will be submitted.